Manufacturer narrative:
The field service engineer replaced a reagent probe due to deformation on its tip. The adjustments for the reagent probe were also initially bad. All probes were adjusted. Rinse assembly vacuum tubing was replaced due to damage on two tubes. Mechanism checks and precision studies were performed. The customer had no further issues after these actions.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with chol2 cholesterol gen.2 and four additional patient samples tested with uibc unsaturated iron-binding capacity on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The samples were initially tested on the complained c501 analyzer and the repeat results were measured on a second analyzer. The lot number of the cholesterol reagent is 555275 and the lot number of the uibc reagent is 589615. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.